Event description:
It was reported that during use of an unspecified quantity of primary sets, the pump alarmed air-in-line. This was observed while performing procedures. The nurse understood the need to invert and tap tubing to remove air from the upper y-sites and back check valves. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.